Manufacturer narrative:
Unit received with cracked end cap. Unable to perform basic occlusion, occlusion, prime and system sensor, excessive no delivery or displacement test due to cracked end cap. Unit received with broken battery tube threads and minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call of high blood glucose of an unknown level. Customer indicated that they are using their back up plan and have changed the infusion set but the high blood glucose pesists. Customer decliner high blood glucose troubleshooting and only wants the pump replaced. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.